Event description:
The customer reported that the drivelines to the freedom driver became discolored while supporting a patient. The customer also reported that they attempted to wipe off the discoloration but it did not come off. The customer reported that the patient was switched to the backup freedom driver without adverse impact. Although the drivelines were discolored, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.